Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Additional information from the user facility¿s biomed the endoscope/light guide was connected to the output socket. The object lens was not dirty, the video system center was on, the video system center/light source cable was connected properly. There were no foreign objects such as detergent remnants, hard water residue, finger grease, dust and lint on the electrical contacts. No error messages were displayed. There were no injuries or medical intervention associated with this event. There was a delay in the procedure, which was less than 15 minutes. The procedure was completed. The biomed reported that troubleshooting was performed with olympus technical assistance center (tac), which included attaching a different scope, and cable then swapped out the cv-190; set up device in exam room not in use. Device was inspected but no abnormalities were found. The lamp was not old but not new (not past its lifespan).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the report cause could not be determined due to limited information provided. However, the legal manufacturer reported that a probable cause for the reported event, based on the current information is as follows: in the submitted information, failure in the patient circuit board is shown. Because the device has been continuously used for a long term since 2013, it is highly probable that the image output was interrupted by aged deterioration of some sort of devices on the patient circuit board.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. The device require a software update to ver. 4.10 as old version software found during the evaluation. It was determined that a faulty patient board set caused the printed circuit board to fault.

Event description:
The service was informed that during preparation for use no image from the scope appeared on the video processor. There was no patient injury reported.